Event description:
It was reported that a patient alert sound for the right ventricular (rv) lead pacing impedance having a sudden change to greater than 3000 ohms. It was noted that there had been a recent device change out and that an x-ray was taken which showed no evidence of a fracture. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg implantable cardioverter defibrillator (B)(6) 2013; 346369 competitor implantable pacing lead (B)(6) 2008. (B)(4).